Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient's pacemaker exhibited a diagnostic anomaly. No intervention was performed. The patient had no adverse consequences.

Manufacturer narrative:
The reported complaint of the af burden alert triggering incorrectly was confirmed. Based on the information provided, it was seen that that the af burden alert triggered without the expected af accumulation with a 24-hour period. This was due to a known issue where the firmware does not restart the 24 hour sliding window which causes the firmware to accumulate at/af burden beyond the 24 hours.